Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: not applicable, lens removed/replaced in initial procedure. (B)(6). Device evaluation: the intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. The customer's reported complaint could not be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification.  A search revealed that one additional complaint for this order number has been received. The complaint event was not related. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic broke as it was being injected. The lens had to be removed from the eye requiring the incision to be enlarged and suture needed. An alternative pcboo lens was injected safely. No additional information was provided.